Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately three weeks post stent graft placement, the patient presented with a thrombotic occlusion within the stent graft. Treatment consisted of thrombectomy, thrombolysis and stent placement.